Event description:
Baxter received a report stating that centrella frame was not sending a nurse call when the "bed exit" alarmed at the bed. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the centrella bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom tester to make sure the sidecom communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. Baxter has contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of nurse call not being sent when the "bed exit" alarmed at the bed were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that centrella frame was not sending a nurse call when the "bed exit" alarmed at the bed. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.